Manufacturer narrative:
Upon functional evaluation by a manufacturer repair technician, the reported event of the device running in the wrong mode was duplicated. Upon disassembly, dry components in the shifter assembly, including the shifter balls and o-ring, were identified, and are a probable cause of the reported event. Additionally, the toggle assembly was interfering with the e-box, which is a probabl cause of the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it would switch to forward mode while in reverse mode, without engaging the safety function. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it would switch to forward mode while in reverse mode, without engaging the safety function. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.